Event description:
Complainant alleged that during routine testing and preventative maintenance, the device's pacer output was found to be out of spec. The complainant indicated that there was no pt involvement in the reported failure.